Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced difficulty charging the pump. Customer reverted to manual insulin therapy. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
Battery not charging was verified. Fill estimate issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.